Manufacturer narrative:
Patient information was not available at the facility. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, if further information is available, a supplemental report will be filed.

Event description:
It was reported a patient experienced cerebral infarction and was hospitalized. A farawave was selected for use during a farapulse procedure. On the day after the procedure, the patient developed dehydration symptoms at approximately 7:30 in the morning. Catheter treatment was performed on (B)(6) 2026. The attending physician stated that the exact cause is unknown and has not been identified yet, though it was suggested that thrombus formation may have occurred during or after the procedure, potentially related to temporary stunning of the left atrial appendage (laa), leading to thrombus formation in the surrounding area; intraoperative act was maintained at approximately 300 to 350 seconds, and postoperative anticoagulant therapy was reportedly not administered. The patient exhibited aphasia following the event however, the condition is improving with rehabilitation, the patient is expected to return to normal social functioning. The patient was hospitalized. No further information was disclosed.